Event description:
Pt dependent on hemodialysis and had right internal jagular perma-cath in place for several months. Break discovered in the subcutaneous portion of the catheter and extravasation occurred. Surgeon replaced catheter and described break in the "red catheter" as near circumferential."